Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the first firing with a green load and seam guard, the staples did not form at the distal tip. Another device was fired with a green load and after the device was fired, part of the staple line was leaking and it is unknown why the staple line was leaking. The surgeon over sewed the staple line. There was no patient consequence.

Manufacturer narrative:
(B)(4). Added additional information: after several requests, the device was not received for analysis

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.